Manufacturer narrative:
D10: concomitant product added.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The root cause of the reported difficulties and the subsequent treatments are related to circumstances of the procedure. Based on the information reviewed, it is likely that the use of multiple products with the 3 access sites created an interaction between the perclose and the sheath as reported by the ¿an angiogram was performed on the access site where the third sheath was used and contrast was noted to be leaking from the middle of the sheath. Therefore, it became clear that second prostyle device had interacted with the third sheath.¿ there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein (3 access sites) using prostyle devices via an 8f sheath after an ablation interventional procedure. Reportedly, a prostyle was used in the second access site in the vein and hemostasis was achieved. Then, a guide wire was inserted into the third sheath that was in the most peripheral access site. An attempt was then made to remove the third sheath; however, the sheath could not be removed. An angiogram was performed on the access site where the third sheath was used and contrast was noted to be leaking from the middle of the sheath. Therefore, it became clear that second prostyle device had interacted with the third sheath. Surgery was performed and the tissue was excised around the second sheath access site. The suture of the second prostyle suture was then cut, and the third access site sheath was removed. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.